Event description:
It was reported that during a laparoscopic gastric bypass procedure, after the 8th firing the staples were malformed. No other info was available. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that one device was returned with the handles open and without reload present. The device was tested for functionality with a test reload. The functional test demonstrated the device fired, cut and formed all the staples as intended. However, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. While no conclusion could be reached as to how the shrouds became damaged; it should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specifications prior to shipments. A batch record review was performed and no anomalies were found during the mfg process.